Event description:
It was reported that the pacing impedance have been increasing over the last 12 months. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly found.